Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power supply involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. When reviewing error logs, there were no error codes. The power supply was installed and tested on the test system. The system booted up, but in mode ¿running on battery¿ and the fans did not work.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the power supply, the dual string pot on the psc, and the set-up joint 4 proximal cable. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced components for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Event verification via remotefe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: one arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, when the system was powered on, an error 23072 occurred pointing to patient side cart (psc) arm 4. An intuitive surgical, inc. Technical support engineer (tse) confirmed the error in the logs. The tse noted that the error points to an excessive error between primary and secondary z axis pots. The tse instructed the caller to move the arm in all directions to exercise it and perform a hard power cycle. However, after doing so, the error reoccurred. The tse instructed the caller to disable arm 4 and continue with just 3 arms for now. The caller mentioned that arm 4 seemed to be extremely hard to move even after disabling it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.